Manufacturer narrative:
The type iii endoleak was confirmed and appears to originate in a region of stent graft overlap. No additional information can be concluded regarding the endoleak subtype and cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: vamc4646c200tu, (B)(4); vamc4444c200tu, (B)(4); vamf4242c200tu, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm thoracic aortic aneurysm. It was reported that the patient presented emergently approximately two years post index procedure with a ruptured aneurysm and a type iii endoleak. The patient was treated that same day and had the initial tevar relined with 4 valiant stent grafts. Per the physician, the cause of the event is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.